Manufacturer narrative:
G2: citation: authors: konstantinos spanos 1, petroula nana 2, george volakakis 1, george kouvelos 1, konstantinos dakis 1, christos karathanos 1, eleni arnaoutoglou 3, miltiadis matsagkas 1, athanasios giannoukas. Long-term outcomes in patients managed with the enduranttm endograft under elective setting. Journal of clinical medicine 2024. Doi: 10.3390/jcm13185601 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'long-term outcomes in patients managed with the enduranttm endograft under elective setting'. The time frame of this study was '2008 to 2024. The following medtronic devices were used: 'endurant ii/iis endografts and heli-fx endoanchors among patient adverse events included: myocardial infarction . Acute limb ischemia . Acute kidney injury needing dialysis . Iliac limb occlusion iliac limb stenosis graft infection . Aortoenteric fistula with severe bleeding total graft thrombosis open conversion the author confirmed that no event was directly related to the medtronic products.